Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 4oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer states that the unit responds intermittently to on/off command. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 11oct2018. Date received by manufacturer: 08oct2018. The customer contacted philips technical support and determined the power supply as the cause. Philips has performed multiple follow up attempts to reach the customer to confirm replacing the power supply has indeed resolved this issue. No response has been received; the customer cannot be reached. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.